Event description:
The customer reporterd that the heartstart xl would not power on using battery power. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.